Manufacturer narrative:
H3: one opened and unused sample was returned for evaluation. As received, only the breathing bag was returned. No other damage or anomalies were observed. The leak test was performed according to the quality procedure. Given the equipment available, the breathing bag was attached to an air source at 0.47 psi. The sample was submerged underwater to observe leaks. A leak was observed from a pinhole on the bag surface. The complaint of leakage can be confirmed. The probable cause is unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: june was the reported month of the event, but the year and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they stopped using the affected item as the air leaked from the anesthetic bag during the pre-use check. The event occurred during priming. There was no patient involvement.